Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to two resets within a short period of time. The cause of the resets was due to a parity error. The cause of the parity error remains undetermined. (B)(6).

Event description:
It was reported that the device was found to be in backup vvi mode in the packaging. Defibrillation therapy was not available. The device was not implanted.